Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ constant moderate to severe pelvic pain') and uterine haemorrhage ('abnormal bleeding (abnormal uterine bleeding)') in a (B)(6) year-old female patient who had essure (batch no. 624488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyarthralgia (for past 3 years- secondary to psoriasis,) in 1988, multi gravida, parity 3 (three live births on ((B)(6) 1999, (B)(6) 2003 and (B)(6) 2007).), blood in stool, dyspepsia, dyslipidemia, low hdl, childhood asthma, psoriasis, cystoscopy, anemia and endometriosis. She denied alcohol use. Concurrent conditions included hand pain, bone pain, skin disorder (including dryness, skin docking,), wheezing, mood disorder, itching (on hands when hands stretched24.), pain in extremity (past 3 days as per reported), pain ankle (past 3 days.as per reported), herpes infection, neck pain, diabetes, joint injury, non-tobacco user, vitamin d deficiency and overweight. Family history included ovarian cancer (sister) and colorectal cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2017 for birth control and vaginal bleeding, aciclovir (acyclovir) since 2014 for genital herpes as well as ibuprofen since (B)(6) 2007, iron, ketorolac tromethamine (toradol), meloxicam (B)(6) 2015 to (B)(6) 2017, mepivacaine hydrochloride (polocaine) and triamcinolone (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("constant moderate to severe all over small joint pain/ polyarthralgia associated "), back pain ("lower back pain/ constant moderate to severe lower back pain") and abdominal pain ("right ¿sided abdominal pain"). In (B)(6) 2011, the patient experienced chest pain ("chest pains") and dyspnoea ("shortness of breath"), 9 years 4 months after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines"), tooth disorder ("dental problems"), fatigue ("fatigue"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced visual impairment ("spots in vision with no loss of acuity"). On (B)(6) 2016, the patient experienced psoriasis ("rashes or skin conditions type- psoriasis"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced cervical cyst ("multiple nabothian cysts on cervix.") And ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced tooth loss ("teeth falling out"), asthenia ("loss of energy") and abdominal distension ("bloating"). The patient was treated with corticosteroid nos and surgery (,laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy and diagnostic laparoscopy,laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, arthralgia, chest pain, dyspnoea, migraine, nausea, visual impairment, cervical cyst, ovarian cyst, tooth disorder, tooth loss, fatigue, asthenia, vaginal haemorrhage, menorrhagia, back pain, headache, abdominal distension, dysmenorrhoea and abdominal pain outcome was unknown and the psoriasis was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, asthenia, back pain, cervical cyst, chest pain, dysmenorrhoea, dyspnoea, fatigue, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psoriasis, tooth disorder, tooth loss, uterine haemorrhage, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she had no allergies to nickel or iodine. Right ostium- visualized easily coils placed without difficulty- number of coils 4. Left ostium- visualized easily coils placed without difficulty- number of coils 2. Chronic headaches- likely tension headaches/ migraine; chronic pelvic pain due to essure. She was told that essure could cause the pain, but that was unusual. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Anti-cyclic citrullinated peptide antibody - on (B)(6) 2016: results: normal. Antinuclear antibody - on (B)(6) 2016: results: negative. Haemoglobin (g/dl) - on (B)(6) 2017: 11.7 g/dl. Human chorionic gonadotropin - on (B)(6) 2007: results: negative. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Red blood cell sedimentation rate - on (B)(6) 2016: results: normal. On (B)(6) 2008, xr/xr ankle 3+views lt impression: negative left ankle . On (B)(6) 2011, endocervix, negative for intraepithelial lesion or malignancy. On (B)(6) 2017, pelvic us, transabdominal and transvaginal impression: multiple nabothian cysts are present in the cervix; bilateral essure coils are noted; small left ovarian cyst is present. Small amount of fluid is identified in the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirmaing pelvic pain., joint pains, back pain, vision spots like a curtain at times. No change in visual acuity, abnormal vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: mr received: reporter added, essure removal date added, case upgraded to serious incident. Event pelvic pain made intervention required due to surgery and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ constant moderate to severe pelvic pain') and uterine haemorrhage ('abnormal bleeding (abnormal uterine bleeding)') in a 27-year-old female patient who had essure (batch no. 624488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyarthralgia (for past 3 years- secondary to psoriasis,) in 1988, multi gravida, parity 3 (three live births on (B)(6) 1999, (B)(6) 2003 and (B)(6) 2007).), blood in stool, dyspepsia, dyslipidemia, low hdl, childhood asthma, psoriasis, cystoscopy, anemia and endometriosis. She denied alcohol use. Concurrent conditions included hand pain, bone pain, skin disorder (including dryness, skin docking,), wheezing, mood disorder, itching (on hands when hands stretched 24.), pain in extremity (past 3 days. As per reported), pain ankle (past 3 days. As per reported), herpes infection, neck pain, diabetes, joint injury, non-tobacco user, vitamin d deficiency and overweight. Family history included ovarian cancer (sister) and colorectal cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2017 for birth control and vaginal bleeding, aciclovir (acyclovir) since 2014 for genital herpes as well as ibuprofen since (B)(6) 2007, iron, ketorolac tromethamine (toradol), meloxicam (B)(6) 2015 to (B)(6) 2017, mepivacaine hydrochloride (polocaine) and triamcinolone (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("constant moderate to severe all over small joint pain/ polyarthralgia associated "), back pain ("lower back pain/ constant moderate to severe lower back pain") and abdominal pain ("right ¿sided abdominal pain"). In (B)(6) 2011, the patient experienced chest pain ("chest pains") and dyspnoea ("shortness of breath"), 9 years 4 months after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines"), tooth disorder ("dental problems"), fatigue ("fatigue"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced visual impairment ("spots in vision with no loss of acuity"). On (B)(6) 2016, the patient experienced psoriasis ("rashes or skin conditions type- psoriasis"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced cervical cyst ("multiple nabothian cysts on cervix.") And ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced tooth loss ("teeth falling out"), asthenia ("loss of energy") and abdominal distension ("bloating"). The patient was treated with corticosteroid nos and surgery (,laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy and diagnostic laparoscopy,laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, arthralgia, chest pain, dyspnoea, migraine, nausea, visual impairment, cervical cyst, ovarian cyst, tooth disorder, tooth loss, fatigue, asthenia, vaginal haemorrhage, menorrhagia, back pain, headache, abdominal distension, dysmenorrhoea and abdominal pain outcome was unknown and the psoriasis was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, asthenia, back pain, cervical cyst, chest pain, dysmenorrhoea, dyspnoea, fatigue, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psoriasis, tooth disorder, tooth loss, uterine haemorrhage, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: she had no allergies to nickel or iodine. Right ostium- visualized easily coils placed without difficulty- number of coils 4. Left ostium- visualized easily coils placed without difficulty- number of coils 2. Chronic headaches- likely tension headaches/ migraine; chronic pelvic pain due to essure. She was told that essure could cause the pain, but that was unusual. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Anti-cyclic citrullinated peptide antibody - on (B)(6) 2016: results: normal. Antinuclear antibody - on (B)(6) 2016: results: negative. Haemoglobin (g/dl) - on (B)(6) 2017: 11.7 g/dl. Human chorionic gonadotropin - on (B)(6) 2007: results: negative. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Red blood cell sedimentation rate - on (B)(6) 2016: results: normal. On (B)(6) 2008, xr/xr ankle 3+views lt impression: negative left ankle . On (B)(6) 2011, endocervix, negative for intraepithelial lesion or malignancy. On (B)(6) 2017, pelvic us, transabdominal and transvaginal impression: multiple nabothian cysts are present in the cervix; bilateral essure coils are noted; small left ovarian cyst is present. Small amount of fluid is identified in the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirming pelvic pain., joint pains, back pain, vision spots like a curtain at times. No change in visual acuity, abnormal vaginal bleeding lot number: 624488 manufacturing date: 2007/05 expiration date: 2009/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.